Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. The device was pacing at a lower rate than the set lower rate parameters of 60 bpm. In addition, the right ventricular (rv) lead had occasional undersensing possibly delaying treatment. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.